Event description:
The lay user/patient contacted lifescan (lfs) in december 2005 alleging that the meter would not power on. The medical affairs specialist (mas) spoke to the patient in december 2005 and obtained/verified the following information: the one touch ultra meter would not power on for the past three days. During the time that the meter was not working, the patient did not experience any symptoms and still took his oral medications. The patient decided on his own to visit the physician to obtain a blood glucose reading. The physician also had an ultra meter and tested the patient on his meter and received a 107 mg/dl. The patient did not receive any medical treatment; however, was advised by the physician to contact lfs. The battery was replaced less than a year ago and was correctly installed. The meter did not power on by pressing the power button. The meter is not a new product (out of box) and the patient was using the correct vial of test strips. Customer care agent (cca) was unable to resolve the issue and sent the patient a replacement meter.